Event description:
Additional information received, states the patient is still frustrated. And is seeking a second opinion. The patient is experiencing dry eye issue. And has been using dry eye drops. The patient also, had a laser procedure to help with glare in the left eye, but did not see improvement. So will not do the laser in the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare that is worse with night driving which becomes very dangerous and difficult, everything has a blue tint, and everything seems grey and cloudy. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.